Manufacturer narrative:
Further investigation could not determine a specific root cause. Review of the provided reaction monitors did not show any unspecific behavior and review of the analyzer alarm data did not indicate any problems. As calibration and quality controls were acceptable on the day of the event, a general issue with the instrument and reagent could be excluded. The most probable cause of the issue was related to a pre-analytical issue leading to a low pipetting. Insufficient sample pipetting might be caused by foam on top of the sample or fibrin or clot formation which can occur due to incomplete coagulation due to a too short clotting time, too short centrifugation, and/or too low g-forces.

Manufacturer narrative:
This MDR is being reported under exemption number e2015052 and is part of the 227 pilot program. The reported event involved an automated clinical chemistry device which is serviced in the field and not routinely returned for investigation. This device is not labeled for single use and is not reprocessed or reused. As this event occurred outside of the united states, information regarding a field representative visit was not provided. The investigation for this event is ongoing.

Event description:
This report summarizes 1 malfunction event where an erroneous result was generated by the c701 analyzer. There was an erroneous vancomycin result for one patient. The patient's age, gender, and weight were requested, but were not provided. There was no reported injury or death. The event did not necessitate remedial action to prevent an unreasonable risk of substantial harm to public health.